Manufacturer narrative:
At this time the customer will not be returning the device for investigation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified medication at a rate of 3.6ml/hr with an unspecified volume to be infused (vtbi) and the delivery was started. No further programming parameters were provided. The customer contact reported that approx two hours later, 136ml had been delivered. The customer contact reported that the pt "coded," but was reportedly "stable" after the event. No specific event details or medical interventions were provided. Though requested, no add'l info was provided.